Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 324 mg/dl. Customer alleged that the cartridge may have been leaking. Customer declined tandem technical support's offer to troubleshoot at the time of the report. Although multiple attempts were made to follow up with the customer, no reply was received.